Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) had a display and capacitor that were out of specification. The epg was returned to the customer unrepaired at the customer's request. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.